Event description:
It was reported that during surgery that even after switching to high mode, it remained at low speed. After evaluation of the repair product, it was observed that the battery exhibited signs of leaking. No information regarding harm or injury to the patient was reported. Neither was there a report of any delay. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. Functional testing of the returned product identified the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found several of the batteries had leaked electrolyte inside of the pack. The white wire was completely broken from the terminal and both the wire and terminal were covered in a light blue substance. The battery pack showed signs of water damage. No other related damage or issues were found. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.